Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: "customer's complaint no: (B)(4). Description of complaint: non deflation. Two days after indwelled catheter, it was impossible to deflate the balloon. After cutting the catheter and inserting wire into inflation lumen, the balloon was deflated. No impact of injury to a person." Additional info received "the balloon was pierced with a guide wire under fluoroscopy ("they used x-ray equipment").

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because surgical intervention was needed to remove the catheter whose balloon had failed to deflate. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because there was apparently no other way the physician deflate the balloon in order to remove it from the bladder. (B)(4).